Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. The sensor was inserted into the abdomen on (B)(6) 2021.the product was evaluated. An external visual inspection was performed and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. The sensor was inserted into the abdomen on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.